Manufacturer narrative:
Correction : h6 (investigation conclusion code): previously need to report as "no problem detected".

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Analysis found that the p-wave identifier in assert-iq failed to reject these false episodes due to frequent pacs with different p-wave morphology. The cause of these false episodes is due to limitations in the current af detection algorithm. The device was performing per design.

Event description:
It was reported that the patient presented remotely to the clinic via (B)(6) net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited undersensing and an incorrect measurement. No intervention or patient condition was reported.